Manufacturer narrative:
Lumenis investigated reported event by contacting the initial reporter three times by email to request patients data, treatment settings and patients photographs. No information has been provided by the initial reporter. An examination of the subject device by a lumenis technical expert concluded the device operated to manufacturer's specifications. No device malfunction was reported or observed. While the information received to date does not confirm that a serious injury occurred, because of the lack of information the company is reporting the event in an abundance of caution. Should additional information become available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted.

Event description:
Three (3) patients were reported to lumenis legal department alleging burns following treatment with a lumenis lightsheer duet laser. No report of serious injury or medical intervention had been received except for the initial report from the initial reporter.